Manufacturer narrative:
Correction: d2. The device was returned to zoll medical united kingdom. During the investigation it was noted that review of the device logs confirmed occurrences of ECG monitoring failure in logs 5769, 5768, and 5767. The device was subjected to bench testing and ECG stress testing using the returned equipment, and the reported issue was not reproduced. As a precautionary measure, the defibrillator receptacle and multi-function cable were replaced to reduce the probability of reoccurrence. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.